Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care on (B)(6). The customer was admitted to hospice on (B)(6) and had to be disconnected from the insulin pump. Blood glucose rose to 463 mg/dl, nearly 500 mg/dl and went down to 143 mg/dl when connected back to the device. The causes of death were pneumonia, renal failure and heart failure. The caller stated that the customer had kidney transplant and was on dialysis which may have led to the customer's passing. The customer¿s blood glucose does not go over 40 mg/dl on the day of passing. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.